Event description:
This is a non-us event. The malfunction occurred in (B)(4). User indicated a tampon fell apart and pieces remained inside her upon removal of 3 separate occasions. She was able to remove the remaining pieces herself on each occasion.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.